Event description:
It was reported that during a procedure to treat an un-specified coronary lesion, a perforation occurred in the proximal left main which required treatment with a graftmaster stent. The 4.0 x 12 mm graftmaster stent was implanted; however, the perforation was not completely sealed. The 3.0 x 12 mm graftmaster stent was implanted, but the perforation continued to leak; therefore, the 3.0 x 16 mm graftmaster stent was implanted to successfully seal the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the use before date. In this case, it is unknown if the use after expiration contributed to the reported event. The 4.0 x 12 graftmaster referenced is being filed under a separate medwatch report.